Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 22jan2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer reported on behalf of a 12-year old female patient the "device was stuck and was not dispensing insulin because of that she had an issues related with blood sugar". The patient experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch 2008d01, manufactured august 2020). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to pen jam issue. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles and the patient used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of ketoacidosis.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 12-years-old female patient of an unknown origin. Medical history included on an unknown date, she was hospitalized for 12 days with a glucose level of 850 and glycated haemoglobin at 14.2 (glucose test result) and diagnosed with type 1 diabetes due to which she had developed sleep apnea. She mentioned that the risk was dropping too low and went into a coma and not came back. Concomitant medication included insulin glargine for an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) from cartridge via a reusable device (humapen ergo ii), 30 units, daily at each meal, via an unknown rote, for the treatment of type 1 diabetes mellitus, beginning on an unknown date. Her insulin dose was adjusted according to what she was going to eat. She explained that if she was going to eat more carbohydrates, then a higher dose of insulin was administered. On an unknown date in (B)(6) 2024, while on insulin lispro therapy she had an issue with humapen ergo ii device, while administering her dose, device was stuck and was not dispensing insulin because of that she had an issues related with blood sugar (values, units, and reference range was not provided); diagnosed ketoacidosis as her blood became acidic and presented with the symptoms of losing a lot of weight (lost 5 kilos), became weak and waking up all night to urinate due to which she was hospitalized from (B)(6)2024 (pc number: (B)(4), lot number: 2008d01) and required a more aggressive dosage of insulin. On an unknown date in (B)(6) 2024, due to ketoacidosis her glycated haemoglobin and fasting blood glucose tests were performed which showed glycated haemoglobin: 12 and fasting blood glucose: 324 (unit and reference range was not provided). Due to the event ketoacidosis her insulin treatment was interrupted and needed to be on an infusion pump[?]the hospital's insulin pump. On an unknown date, she resumed her insulin therapy and had not experienced ketoacidosis again. She reused her needles for a full day of application and changes it the next day and she use the pen for more than 3 years (considered as improper use for humapen ergo ii suspect device). Information regarding further hospitalization details and corrective treatment for remaining events were not provided. Outcome of the events ketoacidosis and weight decreased was recovered while the outcome of the remaining event was recovering. Status of insulin lispro therapy was not provided after resume the drug. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general suspect reusable devices (humapen ergo ii) duration of use was not provided and suspect reusable devices (humapen ergo ii), duration of use was approximately three years. The status of reusable devices (humapen ergo ii) was not provided and was not returned to manufacturer. The reporting consumer did not provide relatedness assessment between the events with insulin lispro therapy and with suspect humapen ergo ii device. Update 23-dec-2024: this case was determined to be non-valid as no identifiable valid adverse event was reported. The report described about the patient was hospitalized due to lack of insulin. Update 02-jan-2025: this case was initially determined to be non-valid (no valid event identifiable). Additional information was received from the initial reporter on 30-dec-2024. Upon addition of one serious event blood sugar abnormal, this case became valid from non-valid. Added one laboratory test. Upon review of the information received on (B)(6)2024, added suspect insulin lispro dose and units and event missed dose onset date. Updated suspect insulin lispro from an unknown indication to diabetes, action taken from an unknown to ongoing and expanded narrative with new information. Edit 05-jan-2025: upon review of information received on 30-dec-2024. Added listedness ib of the event of blood sugar abnormal. No other changes to the case were performed. Updated narrative with the new information. Edit 05-jan-2025: upon review of information received on 30-dec-2024. Added listedness ib of the event of blood sugar abnormal in tab. No other changes to the case were performed. Updated narrative with the new information. Update 07-jan-2025: no new information was received on 03-jan-2025 from rcp. A previously reported pc number was reported. Pc was already processed. No change was made to case. Update 09-jan-2025: additional information was received from the reporter via psp on 07-jan-2025. Added three laboratory tests, two medical history, one concomitant drug, one new dosage regimen of insulin lispro therapy, hospitalization start date and end date, and one new non-serious event of weight decreased. Updated the action taken from no change to drug discontinued, coding of serious event issues related with blood sugar from blood glucose abnormal to ketoacidosis, outcome of the event ketoacidosis from recovering to recovered, treatment received for the event ketoacidosis from unknown to yes and as reported causality for the event ketoacidosis with respect to device from device nhcp to not associated. Accordingly updated narrative with new information. Edit 13-jan-2025: upon review of information received on 07-jan-2025, added the age of the patient in narrative. Updated the indication of insulin lispro therapy from diabetes to type 1 diabetes mellitus, weight decreased event from non-serious to serious with serious criteria hospitalization and as reported causality for the event ketoacidosis with respect to device from not associated to device nhcp. No other changes were made to the case. Edit 15jan2025: case locked to allow submission. Update 16-jan-2025: information received from affiliate on 14-jan-2025. No new medically significant information was received and hence no changes were made to the case. Update 22jan2025: additional information received on 16jan2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii pen device associated with product complaint number (B)(4). Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 12-years-old female patient of an unknown origin. Medical history included on an unknown date, she was hospitalized for 12 days with a glucose level of 850 and glycated haemoglobin at 14.2 (glucose test result) and diagnosed with type 1 diabetes due to which she had developed sleep apnea. She mentioned that the risk was dropping too low and went into a coma and not came back. Concomitant medication included insulin glargine for an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) from cartridge via a reusable device (humapen ergo ii), 30 units, daily at each meal, via an unknown rote, for the treatment of type 1 diabetes mellitus, beginning on an unknown date. Her insulin dose was adjusted according to what she was going to eat. She explained that if she was going to eat more carbohydrates, then a higher dose of insulin was administered. On an unknown date in (B)(6) 2024, while on insulin lispro therapy she had an issue with humapen ergo ii device, while administering her dose, device was stuck and was not dispensing insulin because of that she had an issues related with blood sugar (values, units, and reference range was not provided); diagnosed ketoacidosis as her blood became acidic and presented with the symptoms of losing a lot of weight (lost 5 kilos), became weak and waking up all night to urinate due to which she was hospitalized from (B)(6) 2024 (pc number: (B)(4), lot number: 2008d01) and required a more aggressive dosage of insulin. On an unknown date in (B)(6) 2024, due to ketoacidosis her glycated haemoglobin and fasting blood glucose tests were performed which showed glycated haemoglobin: 12 and fasting blood glucose: 324 (unit and reference range was not provided). Due to the event ketoacidosis her insulin treatment was interrupted and needed to be on an infusion pump[?]the hospital's insulin pump. On an unknown date, she resumed her insulin therapy and had not experienced ketoacidosis again. She reused her needles for a full day of application and changes it the next day and she use the pen for more than 3 years (considered as improper use for humapen ergo ii suspect device). Information regarding further hospitalization details and corrective treatment for remaining events were not provided. Outcome of the events ketoacidosis and weight decreased was recovered while the outcome of the remaining event was recovering. Status of insulin lispro therapy was not provided after resume the drug. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general suspect reusable devices (humapen ergo ii) duration of use was not provided and suspect reusable devices (humapen ergo ii), duration of use was approximately three years. The status of reusable devices (humapen ergo ii) was not provided and was returned to manufacturer on 18feb2025. The reporting consumer did not provide relatedness assessment between the events with insulin lispro therapy and with suspect humapen ergo ii device. Update 23-dec-2024: this case was determined to be non-valid as no identifiable valid adverse event was reported. The report described about the patient was hospitalized due to lack of insulin. Update 02-jan-2025: this case was initially determined to be non-valid (no valid event identifiable). Additional information was received from the initial reporter on (B)(6) 2024. Upon addition of one serious event blood sugar abnormal, this case became valid from non-valid. Added one laboratory test. Upon review of the information received on 19-dec-2024, added suspect insulin lispro dose and units and event missed dose onset date. Updated suspect insulin lispro from an unknown indication to diabetes, action taken from an unknown to ongoing and expanded narrative with new information. Edit 05-jan-2025: upon review of information received on 30-dec-2024. Added listedness ib of the event of blood sugar abnormal. No other changes to the case were performed. Updated narrative with the new information. Edit 05-jan-2025: upon review of information received on 30-dec-2024. Added listedness ib of the event of blood sugar abnormal in tab. No other changes to the case were performed. Updated narrative with the new information. Update 07-jan-2025: no new information was received on 03-jan-2025 from rcp. A previously reported pc number was reported. Pc was already processed. No change was made to case. Update 09-jan-2025: additional information was received from the reporter via psp on (B)(6) 2025. Added three laboratory tests, two medical history, one concomitant drug, one new dosage regimen of insulin lispro therapy, hospitalization start date and end date, and one new non-serious event of weight decreased. Updated the action taken from no change to drug discontinued, coding of serious event issues related with blood sugar from blood glucose abnormal to ketoacidosis, outcome of the event ketoacidosis from recovering to recovered, treatment received for the event ketoacidosis from unknown to yes and as reported causality for the event ketoacidosis with respect to device from device nhcp to not associated. Accordingly updated narrative with new information. Edit 13-jan-2025: upon review of information received on 07-jan-2025, added the age of the patient in narrative. Updated the indication of insulin lispro therapy from diabetes to type 1 diabetes mellitus, weight decreased event from non-serious to serious with serious criteria hospitalization and as reported causality for the event ketoacidosis with respect to device from not associated to device nhcp. No other changes were made to the case. Edit 15jan2025: case locked to allow submission. Update 16-jan-2025: information received from affiliate on 14-jan-2025. No new medically significant information was received and hence no changes were made to the case. Update 22jan2025: additional information received on 16jan2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii pen device associated with product complaint number (B)(4). Added date of manufacturer. Corresponding fields and narrative updated accordingly. Edit 27jan2025: updated additional information in medwatch field. Edit 15apr2025: the device return date was updated to the case and product return number was updated. Update 01may2025: additional information received on 30apr2025 from the global product complaint database. Updated device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii pen device associated with product complaint number (B)(4). Corresponding fields and narrative updated accordingly. Edit 12may2025: medication error checkbox was unchecked to facilitate submission.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No additional follow up is planned. Evaluation summary a 12-year-old female patient's mother reported that "while administering her dose, device (humapen ergo ii) was stuck and was not dispensing insulin because of that she had an issues related with blood sugar". The patient experienced ketoacidosis. The investigation of the returned device (batch 2008d01, manufactured august 2020) found dial force was high but doses were delivered. The device was disassembled and foreign material was observed on the threads of the dialing screw and on the internal surface of the dial nut housing. The observed internal contamination caused high injection force, which would have been detected during end of line testing for injection force. The foreign material was introduced while in the field and not during the manufacturing of the pen. There is evidence of improper use. The device was reported to have been used for six years, beyond its 3 year approved use life. Additionally, needle reuse was reported. It is unknown if these misuses are relevant to the event of ketoacidosis.